Manufacturer narrative:
Follow-up #1: date of submission 02/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: during investigation, the battery compartment was cracked at the top left corner and the lower left corner of the grip pad. Unrelated to the original complaint, the display was dim and pink. The audio bolus button cover was punctured but responsive to user input.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.